Event description:
It was reported that a user experienced sustained hyperglycemia with cgm readings up to 400 mg/dl for several hours after a supply and infusion set change on an ilet pump, despite the pump displaying insulin delivery; the user administered 40 units of subcutaneous insulin via pen and later reconnected the pump, with glucose remaining elevated in the mid 200s. Symptoms included hyperglycemia without additional clinical symptoms reported. Outcomes included an unexpected medical intervention consisting of medication administration by insulin pen, with no hospitalization or other clinical consequences reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device component involved and no definitive medical device problem established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.